Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was exercising vigorously when they received a shock. This patient then presented to the emergency room. Technical services (ts) reviewed noting the signal amplitude has decreased a bit since implant and the system impedance has stayed consistent within normal range. Ts noted low signal amplitude somewhat difficult to identify from t waves, which returned to positive qrs complexes after the inappropriate shock. This patient had x ray imaging performed and the vector was reprogrammed to primary. Secondary vector passed during automatic setup however the qrs complexes were more profound in primary. This patient was able to get their heart rate up over 100 beats per minute and no changes in the qrs complex were observed. This s-ICD remains in service. No adverse patient effects were reported.